Event description:
It was reported that diagnostic testing resulted in high lead impedance at a routine office visit. There had been no known manipulation or trauma to the vns site. The date of last good diagnostics was 2008. The pt's device has been programmed off. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.